Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal did not load properly during loading of the heartstring seal into the delivery tube. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B) (4).